Event description:
It was reported via repair work order that the bed was stuck in the mid height position due to malfunction lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.